Event description:
It was reported that the external pulse generator (epg) will not turn off properly. The battery must be removed for the device to shut off. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the three control knobs, heartwire contact block, battery drawer and main printed circuit (pc) board were contaminated, and the interconnect flex was out of specification - mechanical. It was also noted that the high rate cover, upper case, lower case, two side bail covers and ring cover were broken and two side bails and ring were bent.